Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 650cc mentor tissue expander with suture tabs implanted on an unknown date had to explant the device for an unknown reason. The expander was replaced with a new one with explant. No additional event information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient is a 40-year-old female. The device was implanted on (B)(6) 2019. The event was noted on (B)(6) 2019 through ultrasound. A device deflation was identified. Additionally, a seroma was noted. These issues were accompanied by swelling and pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/5/2020. Device evaluation summary: according to the information received deflation and seroma occurred. A manufacturing record evaluation was performed for the finished device 7688142 number, and no non-conformances were identified. Upon initial examination of the sample, a rupture measuring approximately 0.2 cm was found on the posterior view. Also, the device was received with blue coloration. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Additional testing was performed to identify the blue coloration presented in breast implant and it revealed that is associated to a causal external agent, presumably a methylene blue. Device colored in blue is due they used dilute methylene blue in the expanders to detect early leaks. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occurs soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing. Manufacturer¿s reference number: (B)(4).